Event description:
Report received from (B)(6) states: ¿a very hard part of the lens nucleus was stuck in the tubing at the filter level. No more aspiration. Tubing was changed. No pt impact and no further info available.¿

Manufacturer narrative:
Sterilization and lot history records were reviewed and no exceptions were found. Report 2 of 2.